Event description:
It was reported that the implantable cardiac monitor (icm) upon device interrogation showed an episode where oversensing is suspected. It was also reported that no intervention was performed. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.